Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis results that one ecr60d reload was returned with the pan dislodged and fully loaded with staples. No functional test could be performed due to the condition of the reload. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies related to the event description were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric sleeve procedure, right out of the packaging the silver metal casing of the reload, at the corner was bent and noticed upon loading the device. Another reload was used to complete the procedure. There was no patient involvement.